Manufacturer narrative:
(B)(4). The device has not been returned for analysis; therefore, the event cause could not be determined.

Event description:
Medtronic received information that a physician found the echelon catheter was leaking 90cm from the proximal end when flushing it. The physician replaced with a new device to complete the procedure. No patient injury, detected prior to use.